Manufacturer narrative:
(B)(4). Batch # unk. Maude report - mw5082162. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code of the clip applier? Did the device jaws close together completely? How was the procedure completed? Was there any patient consequence? If yes, please explain the patient consequence and how the patient consequence was resolved? Do you have a batch or lot number for the used device? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
During unknown procedure: ¿clip appliers not closing all the way. Physician reported having to go back and look to ensure they are closing correctly. Sometimes they slant and other times they do not close properly. Removed clippers.¿ there were no additional adverse patient consequences reported.